Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A definitive root cause and cause for image being black was not established. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred during a diagnostic endobronchial ultrasound bronchoscopy procedure.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. No image was due to damage of charge coupled device. In addition, the biopsy channel had a leak. There were deep dents in open channel. The bending section cover adhesive was cracked. Image flickering due to fluid invasion. Insertion tube was buckle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope entire screen became black and showed no image. The event occurred during an unspecified procedure. There was no report of patient harm.